Event description:
Upon 2-week post-op visit, perform humeral poly was found to be disassociated from the perform humeral stem.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: visual inspection: a visual inspection was performed on returned device and revealed, the plastic component of the insert is damaged from one of the corners near the metallic ring. Few scratch marks are also visible on the curvature of the insert. Additionally, a medical opinion was asked and noted under additional document review section. Moreover, functional testing of the returned device showed that poly seated properly on the test jig after three impacts and remained secure, even when attempts were made to pull it off. Therefore, the reported issue could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the event was caused due to improper seating achieve by surgeon while implanting. If more information is provided, the case will be reassessed.

Event description:
Upon 2-week post-op visit, perform humeral poly was found to be disassociated from the perform humeral stem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.